Event description:
It was reported that during a training/demo on a da vinci system, vision was lost of the left eye of the high resolution stereo viewer (hrsv) on the surgeon side console (ssc). Technical support engineer (tse) informed site to hard power cycle system with ssc blue fiber reset, but issue persist. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) left monitor due to loss of vision. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv left monitor was analyzed and in artemis, the 119 error was found indicating the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the hrsv did not display any image, totally black screen. Successfully replicated the reported complaint. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.